Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 4.9 inr the result from the laboratory using thromborel s reagent was 3.2 inr. The therapeutic range was 2.0-3.0 inr.